Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was explanted from the patient's right eye due to lens vault (z-syndrome) noted approximately 4 weeks post implant. A capsular tension ring was used to reposition the lens prior to iol explant. Another lens was implanted successfully and the patient's prognosis was reported as "good". This report refers to patient's right eye.